Event description:
Customer reportedly received results of 303 mg/dl and 91 mg/dl within 10 minutes on the aviva system. Customer washed his hands before obtaining the result of 91 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.